Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer on (B)(6) 2023 "leaking around wire and rubber port". No other information was provided.